Manufacturer narrative:
H3: product analysis of fg15150-0630-1s, lot no:225085931 as found condition: the pipeline vantage shield embolization device and distal segment of phenom 27 catheter were returned for analysis within a shipping box; within an opened pipeline vantage shield and phenom 27 outer carton; and a within plastic bag. The pipeline vantage shield pusher was returned stuck within distal segment of phenom 27 catheter. Damage location details: the pushwire was found to be bent at ~50.3cm from proximal end. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, arms or with the proximal bumper and tip coil. The distal and proximal ends of the pipeline vantage shield were found fully opened and damaged. The catheter body was found to be separated/broken at ~30.5cm from distal end. The remaining segment (proximal) was not returned for analysis. Therefore, any contributing factors could not be assessed. The catheter tip, marker band were examined; and no damages were found. No other anomalies were observed. Testing/analysis: unable to measure total and usable lengths of phenom 27 catheter as the catheter was found to be broken. The pipeline vantage could not be pushed forward or removed. For further examination, the catheter was cut to remove the pipeline vantage pusher and braid from the catheter lumen. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip. The mandrel successfully passed through the catheter hub and tip with no issue. Conclusion: based on the analysis findings, the pipeline vantage shield and phenom 27 catheter were confirmed to have resistance as the pipeline vantage shield was stuck within catheter. From the damages seen on pipeline vantage shield pusher (bending); hypotube (stretching); pipeline vantage shield braid (fraying) and catheter body (broken/separated); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline vantage through the phenom 27 catheter against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding two pipeline vantage devices that had resistance with phenom 27 microcatheters. The patient was undergoing a procedure for flow diversion treatment of an unruptured fusiform aneurysm between the middle cerebral artery (mca) and internal carotid artery (ica) via femoral access. The aneurysm max diameter was 5.50mm. Vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. It was reported that the devices were prepared per the instructions for use (IFU). The catheter was flushed continuously with heparinized saline during the procedure. The phenom 27 microcatheter (fg15150-0630-1s, lot: 224980945) was navigated to the distal mca and delivery of the first pipeline vantage (ped3-027-550-50, lot: b658014) was started. However, the pipeline became stuck at the distal segment of the microcatheter. The physician released the slack in the system but it did not resolve the issue so both devices were removed and replaced. It was noted that the proximal end of the phenom 27 microcatheter was elongated/stretched. The same process was attempted with the replacement devices (ped3-027-600-50, lot: b653391; fg15150-0630-1s, lot: 225085931). Deployment of the pipeline was initiated and the pipeline was opening. However, it was attempted to resheath the pipeline and, during resheathing, the second pipeline also became stuck in the distal end of the second phenom 27 microcatheter. The physician again released the slack in the system but it did not resolve the issue so the devices were removed to complete the procedure. There was no damage observed to the second pipeline pushwire or phenom microcatheter. There was no harm or injury to the patient associated with this event. Ancillary devices: asahi fubuki long sheath, navien 6f 115cm distal access catheter additional information received reported that the physician completed process without any additional steps.